Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. During the inspection, fse found the nozzle unit in the air gas module was defective and needed to be replaced. All tests passed after the replacement of the nozzle unit. The ventilator was handed over to the customer in working condition. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle unit was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).